Event description:
Country of complaint: (B)(6). Complaint description: the elasticity of the suturing wire, elongates (extends) physically through the procedure; thus resulting in a longer thread.

Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: the elasticity of the suturing wire, elongates (extends) physically through the procedure; thus resulting in a longer thread. Samples received: 5 unopened race-packs. Analysis and results: there are no previous complaints of this code batch. There are (B)(4) units in OEM stock. OEM received 5 closed samples. Testing performed on the linear pull tensile strength, in addition to the creep test, in order to check the elongation of the samples received; all tested results and the results conform to specifications. Note: elongation results conducted on samples before releasing the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. Final conclusion: the complaint is not corresponding (not justified).